Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mini engine had stickers jamming the engine to the drawer. The field service engineer replaced the mini engine to address the issue. Customer tested the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, mini tray was not opened. The customer reported that the malfunctioned tray contained critical injection which they are unable to retrieve causing delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.